Event description:
Event description guidant received information that this patient was experiencing multiple issues with both leads. The ventricular transvenous defibrillation lead was oversensing which resulted in inapproriate shocks and inhibition of pacing therapy. This lead was explanted and successfully replaced with another guidant lead. The atrial bipolar lead was also oversensing. This lead was explanted. The patient's device was reprogrammed to vvi and a new atrial lead was not necessary. Insulation damage is suspected on both leads.